Event description:
It was reported that: "the threaded insert in the impactor has dislodged and can no longer be used."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.